Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Manufacturer narrative:
Stryker evaluated the device and the reported issue was able to be verified and was able to be duplicated. The device was unable to be repaired. Root cause was not determined. The customer was provided with a replacement device under warranty replacement.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.